Event description:
Consumer reported after she did her injection on (B)(6), 2010, she noticed that the needle not there when removed it. Broken needle was located on x-ray and surgery was scheduled on (B)(6), 2011 to have needle removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.